Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 408 mg/dl. The customer had treated their high blood glucose with a bolus. The customer also reported their insulin appeared to be stuck. It was also found the customer had a beep anomaly on their insulin pump. Troubleshooting found the customer's insulin pump functioned as designed with a self test. Customer was disconnected from the call. No additional information provided.